Event description:
Colectomy procedure. Ralc45 dlu appeared to have fired ok. However, inspection of the distal staple line confirmed that the ralc45 dlu cut but did not form "b-shaped" staples. They were "u-shaped". Competitive device was used to complete a planned colostomy.